Manufacturer narrative:
Na. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient noticed change in sound loudness with the device. An accident or trauma is not known.

Manufacturer narrative:
Conclusion: damage to the reference electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems given in the patient report match the damage found. This is a final report.

Event description:
The patient felt there were changes in his hearing volume. The audio processor was checked and found to be functional. The patient has been re-implanted.